Event description:
Boston scientific received information that the field representative contacted boston scientific technical services (ts) to discuss longevity estimates for this device, as the physician is concerned that the device is exhibiting possible premature battery depletion. According to the field representative the device remains implanted and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.